Event description:
During an implantation procedure, the coil on this lead separated. It was reported that the lead was put in and when it was pulled back it pulled on the safe sheath valve and separated. The lead was not implanted; a st. Jude lead was implanted.

Manufacturer narrative:
August 13, 2012. A response from the manufacturer is pending. Other text : device was disposed of, not returned.

Manufacturer narrative:
(B)(4) 2012;a response from the manufacturer is pending.since the lead was not returned, the history records were reviewed. The records did not reveal any abnormalities relative this lead. Since no other information was available, no conclusion can be drawn.(B)(4): device was disposed of, not returned.

Event description:
During an implantation procedure, the coil on this lead separated. It was reported that the lead was put in and when it was pulled back it pulled on the safe sheath valve and separated. The lead was not implanted; a st. Jude lead was implanted.